Manufacturer narrative:
The device has not been received by anspach. No eval has been done. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating "device needs service." The event occurred during an operation. The date of the event is unk. There was no additional information provided.